Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The operative assistant was present during a procedure (implantation of a total hip abgii prosthesis - right side) with implant surgeon at the hospital. During inspection of the implant, scratches were observed on the surface of ceramic head when unpacking it. Another device was available and was used. Surgery completed successfully without delay and impact for the patient.

Manufacturer narrative:
An event regarding the appearance of a ceramic head was reported. The event was confirmed based on the scratching identified. -device evaluation and results: visual inspection was performed as part of the material analysis report (mar). Images of the device are included in the mar. The mar concluded: "scratches were observed on the outer rim and taper of the head. Eds was performed on the head and scratches. The base material was consistent with alumina. The scratches were consistent with material transfer from a stainless steel alloy. No material or manufacturing defects were observed on the surfaces examined". Medical records received and evaluation: not performed, no patient information was provided and no adverse consequences to the patient were reported. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. The engineering review along with the material analysis report concluded that the "scratches observed on the surface of ceramic head were consistent with contact from inspection equipment. A stainless steel caliper is used for inspection of the inner tapir depth. This is consistent with the reported complaint".

Event description:
The operative assistant was present during a procedure (implantation of a total hip abgii prosthesis - right side) with implant surgeon at the hospital. During inspection of the implant, scratches were observed on the surface of ceramic head when unpacking it. Another device was available and was used. Surgery completed successfully without delay and impact for the patient.